Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section b5 as receiving information alleging an issue related to a CPAP device's sound abatement foam. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. B5 should have been reported as: a CPAP was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, particle contamination was observed in the blower. No repair was performed. The device was scrapped. Was incorrectly reported in previous report which is now correctly updated in this follow-up report.